Manufacturer narrative:
A ge representative contacted the customer over the phone and directed the customer in setting up system software configuration. System operates as intended.

Event description:
The customer reported the system would not boot up. No patient injury was reported.